Event description:
Caller reported a tandem mobi cartridge alarm during the load process. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was advised to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Despite initial challenges reloading the cartridge, technical support assisted the customer in properly loading a new cartridge, allowing the resumption of insulin therapy, thus resolving the issue.